Event description:
The customer alleged the audible alarm failed to alarm. The nellcor puritan-bennett customer support engineer (npb cse) inspected the device and replaced the alarm assembly. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.